Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department with a note that stated, "will not infuse." No specific patient information, pump programming, or event details were provided. During testing at the user facility when the programmed vtbi (volume to be infused) was complete, the pump displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)